Event description:
Customer reported she was attempting to fill the tubing and the insulin pump alarmed. Customer's blood glucose was unknown. Troubleshooting was performed. Customer advised to disconnect from the device. Customer stated the device not drop or bump prior to the alarm. It has been dropped since or bumped since it was 6 years old but not so that it would cause this. Customer was advised to continue disconnected. Customer stated the drive support cap was sticking out and she did not press it in as she was talking to the company rep. Customer was not connected when she pressed it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, broken belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.